Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was not received with critical pump error, however after functional testing was completed critical pump error occurred. The insulin pump was stuck in critical pump error due to slight corrosion on all electronic assemblies. Analysis was unable to verify low transmitter alarm and unable to test sensor feature due to critical pump error. The insulin pump was received with scratched casing, minor scratches on lcd window, peeling display window cover, pillowing keypad overlay, slight corrosion on force sensor assembly, moisture damage on motor assembly, slight moisture damage on battery tube assembly and moisture damage on keypad traces. (B)(4).

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.